Manufacturer narrative:
The pump passed the displacement test, rewind, and basic occlusion test. The pump was received with a stuck motor error alarm loop during bolus delivery. They were unable to confirm the motor position encoder error alarm due to several displayable history check failed on startup alarms noted in the alarm history screen. Displayable history check failed on startup alarm was noted due to the corrupted history file. The motor was tested outside the device and passed. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 173 mg/dl. Customer was advised to disconnect from the pump. Customer reported that he does not have a back-up plan. Customer stated that he gets his insulin from a clinic that helps him out. Customer used to use humalog but is currently using novolog from them. Customer was informed that it is not safe to use the pump and that it is recommended to go to a hospital emergency room, clinic, or a doctor to receive a back-up plan. Customer stated that the drive support cap appears normal. Customer had a couple of motor error alarms and a motor position encoder error alarm on (B)(6) 2015. Customer received about 4 motor errors on (B)(6) 2015. Customer was advised that he requires a pump replacement.